Event description:
An epidural catheter was placed for total knee replacement surgery and for pain control post operatively in 2004. The catheter could not be injected immediately post operatively in the post anesthsia care unit and so was to be removed by anesthesiologist and replaced at a different site. On removing the original catheter, a somewhat greater effort was required than usual although not excessive effort by the anesthesiologist. The catheter appeared to be exiting the skin, when there was a sudden release with a light snap and the catheter came out of the skin entirely. Comparison with a new catheter from a similar kit showed that 1-2 centimeters of the catheter remained in the pt. The fragment was left in place, after consultation with anesthesia and neurosurgery. No adverse effects were anticipated from the retained portion of catheter. On further inspection of the catheter, it appeared that the tip had either broken off or was sheared off. Not sure if this occurred during insertion of the catheter.